Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified the device shows signs of repeated use and wear and tear. They're nicks and gouges on the shaft of the handle and also on the strike plate. There is some discoloration near where the inserter end cap would belong. The poly inserter end cap has fractured into 2 pieces. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the black tip of the instrument broke while impacting the glenosphere. No adverse event has been reported as a result of the malfunction. No further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.